Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The customer admits to improper set up. The customer claims they did not receive the correct reservoir adapter but connected the soclean to their device and used anyways. This resulted in the pap device not being properly cleaned.

Event description:
Customer reports a sinus infection. Md seen and amoxicillin prescribed.